Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was double beeping after replacing the shredded rear top label, and that the device needs a new door. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to verify the reported problem. It was determined that the damaged downstream and upstream occlusion sensors were the root causes. The sensors were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.